Event description:
During a follow-up in clinic, episodes of noise due to electromagnetic interference resulting in oversensing and low pacing impedance were noted on the right ventricular (rv) lead. Technical support was contacted, however, no intervention was performed. The patient was stable.